Manufacturer narrative:
Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hc)p reported patient was injected 3ml in the chin with juvéderm® voluma¿ xc and 1ml in the cheeks with juvéderm® voluma¿ xc. Patient experienced extreme swelling the following day in all areas of which the filler was injected. Hcp suspects vascular occlusion due to either swelling or filler compression of a neighboring vessel due to the patient¿s complaint of excruciating pain in the chin area. Patient was put on an aspirin regimen and injected 8 vials of hylenex and monitoring the patient hourly. Event ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00398 (allergan complaint (B)(4)). This MDR is being submitted for the suspect product, juvéderm® voluma¿ xc (lot number vb20b10976).